Event description:
Customer reported experiencing inaccurate high results with a fasttake meter. Their blood glucose result was 126 mg/dl on the meter and 104 mg/dl on the lab. Tests were done within 5 minutes with a difference of 21%. Pt did not experience any adverse events. No further information has been reported.